Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product has not been received by zimmer biomet and the investigation will begin once product is received. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that it was observed that the height of the graft taken did not correspond to the height of cut setting on the dermatome. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2018, it was reported that the height of the graft taken did not correspond to the height of the cut setting on the dermatome. The customer returned an air dermatome device, serial number (B)(6), for evaluation. Zimmer biomet surgical/ medicrea has not previously repaired/evaluated air dermatome serial number (B)(6) as documented in the repair reports in livelink. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome by (B)(4) on (B)(6) 2018 revealed that there was considerable impact on the head opposite of the lever. There was strong misalignment of the cutting height and the motor speed was low. The adjustment lever was also damaged. The head, control bar, thickness control shaft, aluminum lift and reciprocating arm were all worn. Repair of the air dermatome was not performed by medicrea since the customer requested the device be returned to them unrepaired. The reported event was confirmed since during initial inspection the device was misalignment. The root cause of the height of the graft being incorrect was due to the device being misaligned. It is unknown how this misalignment occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.